Event description:
A patient reported experiencing an issue with battery jumps. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.